Manufacturer narrative:
Batch review performed on 13 december 2018: lot 171823: (B)(4) items manufactured and released on 28-aug-2017. Expiration date: 2022-08-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants revised: gmk-sphere 02.12.0510fr tibial insert fixed sphere flex #5/10 mm r, lot 172824: (B)(4) items manufactured and released on 25-jul-2017. Expiration date: 2022-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event gmk-sphere 02.07.1205r tibial tray fixed cemented # 5 r, lot. 171962: (B)(4) items manufactured and released on 19-sep-2017. Expiration date: 2022-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing # 2, lot. 174636: (B)(4) items manufactured and released on 11-oct-2017. Expiration date: 2022-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 11 months after the primary surgery. The surgeon performed a washout and revised all hardware. The pathogen is unknown.